Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that a flat plate x-ray was taken in order to determine the cause of the high impedance, but came back non-conclusive. The cause of the high impedance has not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that an oor icon was seen. The patient¿s ins was interrogated with a clinician programmer and the code was confirmed to be cleared. That cause of the code was determined to be due to impedances greater than 40,000 ohms on the third electrode. Electrode three is now inactive and the patient is programmed with electrode 2. The patient is reported to be getting very good clinical benefit.